Event description:
It was reported, the patient experienced pain and discomfort at the ipg site. Also, the ipg did not feel snug in the pocket. The patient underwent surgical intervention on (B)(6) 2014 and the ipg was relocated. The issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.